Event description:
It was reported that during a breast biopsy procedure, no vacuum and no samples during breast biopsy. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an 11mm and 12mm bladeless trocar were utilized. During use, leakage was experience with both trocars. The surgeon was able to complete the procedure successfully without switching out trocars. No adverse impact to the patient was noted. Upon examining, the 11mm trocar was noted to have a reprocessed obturator.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.